Manufacturer narrative:
The device used in this case was not returned. A device history record review was conducted for the handpiece in question. The handpiece was released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. The relationship between the device and the reported adverse event could not be established. Device was not returned.

Event description:
The doctor could not deploy the array into the green and the device was removed and reinserted after further dilation of the patient. On the second insertion, the doctor suspected that he had perforated the uterus. The device was removed from the patient before energy was applied. A perforation of the fundus was confirmed via hysteroscopy. The patient was given pain medication for tenderness in the region. There was no sign of bleeding. The patient was admitted to the hospital for one night for observation and was released the next day, without further health problems.